Manufacturer narrative:
Additional information b5: unspecified particulate was observed in eight (8) inlets, micro-volume with luer lock end devices (reported on initial as one). H10: eight (8) unopened samples were received for evaluation. The samples had circled areas of the alleged particulate matter (pm) on the packaging. Unaided visual inspection and inspection under magnification was performed which observed loose pm only the packaging of five (5) of the samples not touching the product. A dark spot was verified on the female connector of one (1) sample that was embedded. The reported condition was verified. The cause of the pm was due to a manufacturing related issue. Two (2) of the samples had no foreign matter and therefore the reported condition was not verified on two (2) samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in a syringe inlet, micro-volume with luer lock end device. This issue was identified during setup. There was no patient involvement. No additional information is available.